Event description:
Customer reports that insulin pump reset settings automatically. Customer reports to have received a spanish anomaly alarm and signal too low alarm. During troubleshooting, inuslin pump passed the self test. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.